Event description:
It was reported that incorrect labeling information was found on the cd64 pe cnivd vial. There was no report of patient impact. The following information was provided by the inital reporter: empty product vial & product misrepresentation please see the attached. Problem 1: the batch number and date on the bottle do not match the package. Problem 2: empty product vial.

Manufacturer narrative:
The following fields were updated due to additional information: d10/d11: concomitant medical products: device available for eval?: yes. D10/d11: concomitant medical products: returned to manufacturer on: 1/19/2021. H.6. Investigation: scope of issue: the scope of issue is limited to part 652830, lot 0176861, and lot 0084038. Problem statement: customer reported complaint on empty product vial. Customer reported complaint on product misrepresentation that the batch number on reagent vail and box are not same. Manufacturing defect trend: there are no qn related to the reported issues in last 12 months from (B)(6) 2020 to date (B)(6) 2021. Root cause analysis: based on the investigation result, root cause was not determined. Complaint history review: there is no complaint related to the reported complaints in last 12 months from date (b0(6) 2020 to date (B)(6) 2021. Risk review: risk management file part ra0020, revision 1.0 was reviewed. Hazard(s) identified? No. If no (to above), what actions will be taken? No action will be taken, as there is no hazard to the customer associated with this complaint, customer did not use this product. Both batches on vail label and box label are the same product and not expired. Batch history record (bhr) review: bhr part 652830, lot 0176861, and lot0084038 was reviewed. Manufacturing date of lot0084038 was 2020-03-25, shipment date was (B)(6) 2020. Manufacturing date for lot 0176861 was 2020-06-30, shipment date was (B)(6) 2020. It demonstrates that there was no lot 0084038 in site during the manufacturing of lot 0176861, the was no possibility for the occurrence of product mixture issue. Both batches met all the manufacturing specifications prior to release. 2 samples were sent to qc for label inspection, result was acceptable. Returned sample analysis: the sample was returned part 652830 and lot 0084038 was evaluated. The vial is empty, but there is some liquid in it as attached picture. Confirmed with shanghai dc and distributor, there is no inventory of these two batches of product, and no similar complaint from other customer is received. This complaint was from 2nd layer distributor, and both batches were received by this distributor. Distribution traceability shows as attachment, file name ¿distribution traceability# (B)(4)¿. Sterlization record review: (if applicable) not applicable as product is not sterile. Labeling /packaging review: (if applicable) as the label control in manufacturing, all vail and box labels will be printed after manufacturing department getting the work order, and then all printed labels will provide to workshop, operator will paste first and last label in the batch record and calculate the quantity of labels to make sure the no label is wrongly used. The consumption of labels will be recorded. 100% visual inspection was performed during manufacturing, label mistake was found. Retain sample analysis: the retain sample part 652830, lot 0176861, and lot 0084038 were visually inspected. There is reagent in the vial. The information in vial label and box label are consistent. The result was acceptable. Conclusion: based on the investigation result, complaint was unconfirmed.

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that incorrect labeling information was found on the cd64 pe cnivd vial. There was no report of patient impact. The following information was provided by the inital reporter: empty product vial & product misrepresnetation. Problem 1: the batch number and date on the bottle do not match the package. Problem 2: empty product vial.